Manufacturer narrative:
Method: x-ray. Evaluation summary: the subject device was evaluated by a light microscope, x-ray, and visually; as received the valve exhibits heavy calcification in the cusp area of leaflet 3, and minimal calcification in leaflets 1 and 2. Calcification restricted mobility in the leaflets. Additionally, minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 3mm. Host tissue is moderate at the stent inflow. Additional manufacturer narrative: the device history record has been reviewed, and it was confirmed that this device passed all manufacturing and sterilization inspections. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals nothing to indicate a quality deficiency during the manufacture of this device. Without additional information from the hospital, no further investigation can be performed.

Event description:
Reportedly, the sales representative was contacted by the hospital regarding an explant of an aortic valve after an implant duration of approximately seven years (87.2 months) due to unknown reasons. No further information was provided.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.device evaluation anticipated, but not yet begun.device evaluation anticipated, but not yet begun.additional manufacturer narrative:device history record review is in process.operative report and discharge summary have been requested but have not been received.